Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 163264: 30 items manufactured and released on 28-sep-2016. Expiration date: 2021-09-11. No anomalies found related to the problem. To date, 29 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 3 years and 8 months after the primary surgery due to aseptic loosening of stem.